Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, two needle suture combination inside is folder packet that pertain to the product code mx553. This product is multi strand and contains four strands double armed. During the visual inspection of the needle suture combinations, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the patient underwent an aortic valve replacement (avr) procedure on (B)(6) 2024 and suture was used. During surgery, the suture had been detached easily from the swage part. It was not a control release needle. The product was used for blood removal of the cardiopulmonary bypass. The operation was finished without problem with the use of another package. The product was used on the devascularization suturing. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - please provide lot number =>unk - was there any change in the patient¿s post-operative care due to the prolonged procedure?=>no attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned